Event description:
It was reported that multiple attempts of anti tachycardia pacing (atp) in office failed to break a patient's slow ventricular tachycardia, and that high voltage therapy was being withheld due to the onset device feature. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.